Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with charging the pump battery, and subsequently the pump shutdown. Customer's blood glucose level was 145 mg/dl. At the end of the report, the customer was able to successfully charge the pump.